Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified right coronary artery. A 2.00mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during second inflation at 10 atmospheres, the balloon ruptured. The device was removed from the patient's body without any problem and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient status was good.